Manufacturer narrative:
Product complaint #(B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - were there any adverse consequences associated with the patient? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. Photo analysis investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show an open foil labeled as vcp433 and an apparent detachment of the needle. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, after the surgical specimen was cut, the doctor needed to suture the wound and use sutures as needed. The itinerant nurse applied the sutures to the operating table, and the surgeon used a needle holder to clamp the needle and suture for suturing. When the needle and suture were gently pulled, the problem of pulling off suture needle happened. Therefore, the surgeon continued to apply three more sutures to the operating table, but the same problem occurred. Later, the sutures were replaced to complete the suturing. There were no adverse reported. Additional information was requested.